Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious - even though there was no adverse outcome for the patient, air embolism is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in mitral position by right femoral vein. During the procedure air was introduced in the patient leading to hemodynamic instability. There were no issues during device preparation. The syringe was left on the introducer until the guidewire was inserted and the guide sheath (gs) handle was elevated while inserting into the patient. When retracting the guidewire and the introducer the implant system was waiting already to be de-aired near to the physician. Right after retracting, the proximal gs part was filled with saline to create an airlock, then the implant was advanced approximately 20-25cm into the gs and the loader was removed. The air was observed after removing the loader from the gs. The physician started with aspiration and after a couple of ml aspirated the st elevation began. Approximately 5ml of air was aspirated. The patient developed st-elevation and hypotension. The symptoms were transient and resolved without treatment. The gs was aspirated and flushed and the physician proceed without any further problems. The procedure finished successfully with one implant.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. The complaint for inadequate aspiration, air remaining in device during insertion was confirmed with other empirical evidence via visualization of air by edwards clinical specialist. The complaint was confirmed, however no manufacturing non-conformities could be identified. Potential root causes may include variations in execution of de-airing steps, or air introduced from a non-pascal source. However, a definite root cause is unable to be determined. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified.